Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose (bg) level was 72-253 mg/dl. Reportedly, the customer continued to use the pump and had an alternate method of insulin therapy available.